Event description:
Attorney alleges in 2003 the device shut down completely and no electrical stimulation was being transmitted. The patient was forced to undergo a second surgery 2 days later to remove the device. Attorney alleges the device was sent to the manufacturer. No manufacturer record of device explantation or return of device. A follow-up report will be sent if additional information is received.